Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that surgeon was closing chest and saw a lot of bleeding. The surgeon checked around the heart and pump. It was noticed that the purple end of the outflow graft was not fully secured to the pump and that was where blood was coming from. The surgeon secured the outflow graft tightly to the pump and bleeding stopped.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of an outflow graft disconnect was unable to be determined through this evaluation as no images were submitted by the account for review and the device remains in use. The reported low flow alarms were confirmed by an onsite abbott representative; however, a specific cause for these alarms could not be conclusively determined through this evaluation. It was reported that bleeding was noted during chest closure after implant on (B)(6) 2024. The account communicated that the bleeding was due to the purple end of the outflow graft not being fully secured to the pump. It was noted that the surgeon secured the outflow graft tightly to the pump, and the bleeding subsequently stopped. It was later reported that during implant, the patient experienced low flow alarms with flow ranging from 2.4-2.5 liters per minute (lpm). The low flow alarm threshold on the patient¿s primary system controller was lowered to 2.0 lpm on the same day. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook rev. D, are currently available. Section 1, ¿introduction¿, addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5 of the IFU, under "securing the pump and connections", cautions that care should be taken to ensure that the sealed outflow graft bend relief remains connected during sternal closure. The IFU instructs that once the flow through the blood pump is satisfactory, ensure that the sealed outflow connections are dry and secure. Obtain hemostasis and close all wounds in the standard fashion. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline system controller alarms, including low flow hazard alarms, as well as how to respond to each alarm condition. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The heartmate 3 lvas pocket guides to alarms for patients (document #10012387, rev. A) and clinicians (rev. A) explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 liters per minute (lpm). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.